Event description:
Md inserted novasure device into patient's uterus and upon removal, the device mesh was not intact. The black piece that usually is covered with mesh was exposed. Surgeon checked cavity for potential retained object but none was visible. Device was removed from surgical field and tagged. Md had discussion with company rep who advised no x-ray. FDA safety report ID# (B)(4).